Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient wasn't able to void since the day prior. It was attempted to switch the patient to a new program, but the patient didn't have their controller and said they were using an implant controller. Patient was asked if they were given a controller for the trial and the patient said no. Patient mentioned he no longer has programmer used with original implant and was given the same type of controller for trial. The event was marked as, "sales attention needed." No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. External neurostimulator (ens) device information is unknown. Urinary retention is a pre-existing symptom and not caused by, or a result of, the device/therapy. No further patient complications have been reported as a result of this event.